Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) did not charge, and did not work correctly. Upon troubleshooting, fse found the actual cause was an issue with the lemo charging connector on the footswitch, which was completely broken, and the charger. To resolve the issue, fse replaced the wireless footswitch, base station and charger to avoid compatibility issues with the foot switch. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charging issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charger issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch (wfs) did not charge and did not work correctly. No harm was reported to philips. Philips has started an investigation of this complaint.